Event description:
It was reported that during a synovectomy surgery, the surgeon noticed that the tip of the probe was broken and could not locate the broken piece in the pt. He was using the cut mode and coag mode alternately due to the pt's hemophilic condition. After the surgery, x-rays were taken and found the broken piece was in the pt's posterior knee. A second surgery was performed in the attempt to retrieve the broken piece. The additional incision was about 6 cm and allegedly, the pt received a blood transfusion because the bleeding would not stop. The broken piece was not retrieved and was left in the pt.

Manufacturer narrative:
Additional info will be provided, once investigation is completed.